Manufacturer narrative:
Other, glare evaluation results- a work order search was conducted and there was no similar complaint found.

Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in left eye in 2008. As part of the postmarket study, the pt reported that he was experiencing a glare and halos at night. The refractive technician was contacted and reported that the post op refraction approx three months later, was .00u and at the time the pt complained of this condition. The refractive technician stated that the pt has large pupils which may have contributed to this condition. The last time the doctor's office saw this pt in five months later, the bcva was 20/15. See MFR report# 2023826-2009-00369 for the right eye.